Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. The customer declined to reload the cartridge and will continue using the current cartridge for insulin delivery. The customer's blood glucose level was 96 mg/dl.